Event description:
It was reported that during the superion indirect decompression system implant procedure while the physician attempted to deploy the 10mm implant in extremely tight space it broke free of the instrument and was broken at the location where the screw goes into the implant. The broken implant was removed and replaced with a new one. The procedure was completed successfully.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body as well as the actuator shaft and spindle found to be outside of the main body. As well as abrasion on the mating surface of the actuator and damage to the implant body. The damage sustained to the implant is believed to have occurred during surgery. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter. Damage to the device prevented functional testing. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states do not force deployment or implant breakage or damage to bony structures may result, and should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy, e.g., lamina, hypertrophic spinous process, and, or suboptimal implant positioning. Do not attempt to manipulate the position of the device by gear-shifting the inserter, i.e., gross cranial, caudal, lateral articulation, fig. 8h, as the mechanical advantage or leverage provided by the length of the inserter may be sufficient to damage the implant or surrounding anatomy. These are known risks associated with the use of lumbar spine implants and associated instruments.

Event description:
It was reported that during the superion indirect decompression system implant procedure while the physician attempted to deploy the 10mm implant in extremely tight space it broke free of the instrument and was broken at the location where the screw goes into the implant. The broken implant was removed and replaced with a new one. The procedure was completed successfully.